Event description:
According to the reporter: the pt presented postoperative bleeding. No more info available. No permanent damage. No temporary damage. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).